Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon ruptured. During a percutaneous coronary intervention, a 10/2.75 flextome¿ cutting balloon¿ was selected for use. However the balloon ruptured. The procedure was completed with a different device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A longitudinal tear in the balloon material was observed. The longitudinal tear extended from the distal markerband and it extended proximally for a total length of 7mm. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon surface. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon ruptured. During a percutaneous coronary intervention, a 10/2.75 flextome cutting balloon was selected for use. However the balloon ruptured. The procedure was completed with a different device. No patient complications reported and the patient's condition is good.